Event description:
A medtronic representative reported that during a lumbar fusion spine procedure performed on (B)(6) 2014, the surgeon alleged that navigation was inaccurate by 2-5mm in the depth direction. The issue was noticeable with all of the instruments on-site. The surgeon chose to continue using navigation despite feeling inaccurate. They navigated off of a single o-arm 1000 imaging system spin and at no time attempted to re-spin. To the medtronic representative's knowledge, there were no confirmation scans of any kind taken to verify screw placement. There was no impact on patient outcome reported.

Manufacturer narrative:
Manufacturer name, city and state reported incorrectly, correct manufacturer information now provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following-up at the site, found that the right o-arm tracker was at 2.3mm and the left tracker was at 5.1mm when the specification is less than 2mm. Performed 3d calibration on the left and right trackers. O-arm passed all tests and is running properly. Issue resolved after re-calibration. (B)(6) 2014 medtronic representative performed an imaging system check-out, all areas passed.